Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that the lancet would not fully penetrate when using her onetouch lancing device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the lancing device issue first began on (B)(6) 2017. The patient manages her diabetes using insulin pump therapy, it is not known if the patient made any changes to her usual diabetes management regimen due to the lancing device issue. One day after the issue began, the patient reported developing ¿fingers hurt¿ due to the lancing device issue. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the csr confirmed that the patient had not been using the lancing device for the first time, it had been in use for a day. There was no evidence of misuse of the product.the csr reviewed the patient¿s technique to collect the sample and the issue was not resolved. Replacement product was sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.